Event description:
During a partial laparoscopic left nephrectomy procedure, the device ripped within the first 30 minutes of the case. Another like device was used and it ripped again on the top part of the seal, about 85 minutes into the case. The procedure was completed with a 3rd like device. There was no pt consequence.